Event description:
It was reported that the device was used during a hernia procedure. It was reported that the clips would not close. No further info is available. Another device was opened to complete the case. There was no consequence to pt.